Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-2218-50. Serial number: (B)(6). Batch/lot number: 7181228. Model/catalog description: linear st lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that following an implant procedure, the patient experienced uncontrolled pain and was admitted to the hospital. It was confirmed that the patient had a cerebrospinal fluid (csf) leak. It was also noted that the patients implantable pulse generator (ipg) was unable to enter magnetic resonance imaging (MRI) mode due to very low impedance values. A blood patch was administered, after which the patient was reported to be doing well and was able to enter MRI mode.